Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap cholecystectomy, the device would not cut. Like item was used to complete the case. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: evaluation summary: post market vigilance (pmv) led an evaluation of one device. A nick was observed on one of the blades of the device which prevented the jaws from closing properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when the blades is subjected to improper use, such as attempting to cut tissue of a thickness and/or type outside intended use, this results in subsequent damage to the blades and thus no or improper cutting performance. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap cholecystectomy, the device would not cut. There was no patient harm.